Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed the pump was in good condition. Functional testing included a visual inspection and a delivery and occlusion test was performed. The reported issue was duplicated. The flow rate was too high. The expulsor was sanded/replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. G3: france. B3: unknown; no information has been provided to date.

Event description:
It was reported that the device was over delivering. It is unknown if there was patient involvement, no adverse patient effects were reported.